Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/flush drive support disk. The motor passed motor test. The insulin pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the prime. The customer's blood glucose was 250 mg/dl. The customer stated that they were able to fill the tubing manually. The customer was advised to deliver the 5 unit via fill cannula and stated that the insulin pump did not alarm motor error. The customer did not receive the motor position encoder error alarm. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.